Event description:
(B)(4). I have chronic headaches. Bloating , ovarian cysts , itchy skin , seborrotic eczema , psoriasis , numbness, constipation , having to self catherise , rosasea , blepheritis , blurred eyes , spasms , vitamin d deficiency , nerve spinal damage.